Manufacturer narrative:
Steris has requested additional information from the customer including the patient status and the device model and lot number. To date, we have not received a response from the user facility. The user facility report indicated that the device was not available to be returned for evaluation. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported via user facility medwatch report # (B)(4) that during a patient procedure, the blade from their surgical knife handle detached from the handle and fell onto the patient. It has been reported the broken piece was retrieved successfully. It is unknown if there was any patient harm at this time.